Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock while the patient was sweeping the floor. Technical services (ts) analyzed device data and found that there was double counting of noise as well as t-wave oversensing. Testing was done in clinic, but the noise could not be reproduced, although there was some undersensing witnessed at maximum exertion, so the system was reprogrammed to the alternate vector. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.